Event description:
It was reported that a patient underwent a kyphoplasty procedure because the patient could not walk prior to surgery due to a compression fracture on l1. According to the report, "the cement used was about 3.5-4.0cc per one side". Approximately 2 months post-op, the patient is having back pain again due to re-fracture of treated vertebral body. At this time, the surgeon "has no plans of re-operation" but will "observe the situation of the patient" closely. No further information has been reported.

Manufacturer narrative:
(B)(4): outcome attributed to adverse event is "other" since no revision surgery is planned at this time. Neither the device nor films of applicable imaging studies have been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.